Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts 3 927588 (con): information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s controller would keep shutting her implantable neurostimulator (ins) down. She would charge her ins and then go back to where her controller was and then she would know that her ins was not working because she would feel pain. The patient stated that the controller itself would light back up if she pressed a button, but then she had to press ¿stimulator on¿ to get the ins to work again and they stated that she would always have to press ¿stimulator on¿. It was also reported that the patient had a problem with the device not charging two months prior to the report and was feeling pain coming from her knees. Lastly, the patient noted that the pain that was coming from their knees was causing her stimulator not to work. They have been working with a manufacturer representative (rep) to address the pain. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.